Event description:
A report was rec'd stating that during an injection, the needle separated from the syringe and remained in the pt's arm. The needle was removed from the pt's arm. No needle-stick took place. There was no pt or clinician injury.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.